Manufacturer narrative:
Product problem to be removed and replace with adverse event. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight are not available for reporting. This report is for three (3) unknown 5.0mm locking screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left hip lateral entry femoral hardware removal performed was performed on (B)(6) 2017 due to patient pain. The entire construct was removed intact and consisted of one (1) unknown femoral nail and three (3) unknown 5.0mm locking screws. The original implant date was (B)(6) 2015. The procedure was successfully completed without delay. The patient postoperative status was stable. This report is for three (3) unknown 5.0mm locking screws. This report is 2 of 2 for com-(B)(4).